Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to a false empty detect at initial drain and the initial drain alarm was met.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain 1. The technical service representative (tsr) reviewed the programming. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was set to 6l, the fill volume was set to 1.7l, the last fill volume was set to 300ml, and the dextrose setting was set to same. The hp used two 6l bags of 4.25% and 2.5% solution during therapy. The hp stated he had no iipv symptoms and he was able to sleep through the entire night. The tsr reviewed the therapy log and therapy had been completed. The initial drain volume equaled 762ml, the last fill volume equaled 299ml, the total fill volume equaled 5097ml, the total drain volume equaled 8619ml, the average dwell time was one hour and fifty-eight minutes, the average drain time was twenty-seven minutes, the total ultrafiltration (uf) equaled 3521ml, the cycle 3 uf equaled 1021ml, the cycle 2 uf equaled 201ml, the cycle 1 uf equaled 2299ml. The hp stated he called the registered nurse (rn) who told him she did not know what the high drain alarm meant. The tsr called the rn and explained this repeated issue. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The rn stated that she was aware of this event. She stated that there have been no new issues with the cycler. However, she stated the home patient (hp) has been having difficulty draining lately. She stated she thinks it might be caused from the fact that the catheter needs to be repositioned. She stated that the hp has an appointment to get the catheter looked at. No further information was available at this time. No patient injury or medical intervention was reported. No allegations were made against any baxter products.